Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was a rise in the shock impedance measurements for this device and right ventricular lead. The values were out of range in some instances. A review of the data by boston scientific technical services (ts) confirmed that the values went out of range at times, but the electrocardiogram channels showed no artifacts and good sensing was seen. It was also confirmed that the last delivered shock showed a value within range. Ts discussed possible troubleshooting for this case. The system remains implanted. No adverse patient effects were reported. It was noted that per ts discussed the hospital will re-adjust the alert level of shock impedance to avoid unnecessary alerts.